Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that prior to a angioplasty procedure the balloon cover allegedly difficult to open. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter was received for evaluation. During visual evaluation, the balloon was noted to be broken from the catheter shaft and still connected to the inner guide-wire lumen that was also noted to be damaged. No kinks noted to the catheter shaft and no anomalies to the luers, bifurcate or glue fillets. No functional testing was performed due to the nature of the complaint. Therefore, the investigation is inconclusive for the reported difficult to remove packaging material as the conditions of use could not be replicated in the laboratory. However, the investigation is confirmed for the identified break as the balloon was noted to be broken from the catheter shaft and still connected to the inner guide-wire lumen. A definitive root cause for the reported difficult to remove packaging material and identified break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon cover was allegedly difficult to remove. The procedure was completed using another device. There was no patient contact.